Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Hair was found in the package before use for a shunting system procedure. Another stock item was used. No pt was involved. There was a surgical delay of a few minutes.